Event description:
The pt called alleging that the meter was set to the incorrect unit of measurement. She contacted a medical professional for advice and was advised to go to the ER. She did not go to the ER and took insulin instead. The pt did not change the unit of measurement. This case is being reported as a malfunction since the incorrect unit of measurement appears to be a 'spontaneous occurrence', which is not caused by changing the battery, or the patient accidentally changing the settings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.